Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the heat exchanger is leaking. The alleged issue is red light/ alarming per corrected repair statement sent in to onbase (B)(6) 2015.